Event description:
Patient underwent 3 open heart surgery procedures. During each surgery, a sorin heater-cooler device was used intraoperatively. About 2 months ago. Intraoperative afb culture was collected from a sternal wound and mycobacterium avium complex was isolated from the cultures about 4 weeks ago. The organism was further identified as mycobacterium chimaera by a reference laboratory about 3 weeks ago. At this time, this facility is unable to confirm the m. Chimaera infection is directly related to the use of the sorin heater-cooler device.